Manufacturer narrative:
The reported event was confirmed via review of radiographic images provided. No product was returned to nuvasive for evaluation, as the devices remain in-situ. A review of manufacturing records was unable to be performed as the part and lot information of the devices involved in the event were not available. Review of the reported event identified the surgeon stated the double screw fracture was the result of multiple post-operative falls suffered by the patient. No additional investigation required. Labeling review: "...contraindications: contraindications include, but are not limited to: 4. Patients who are unwilling to restrict activities or follow medical advice. 6. Patients with physical or medical conditions that would prohibit beneficial surgical outcome..." "...potential adverse events and complications: potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant components..." "...warnings, cautions and precautions: the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient. Correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. The reline cervical system can also be linked to ø3.5mm¿ø6.0mm rods of posterior pedicle screw and rod systems via the rod to rod connectors or transition rods. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of the implants. Metallic internal fixation devices cannot withstand the activity levels and/or loads equal to those placed on normal, healthy bone. These devices are not designed to withstand the unsupported stress of full weight or load bearing alone. These devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient¿s activity level will dictate the longevity of the implant. Based on the fatigue testing results, when using the nuvasive reline cervical system, the physician/surgeon should consider the levels of implantation, patient weight, patient activity level, other patient conditions, etc. Which may impact on the performance of the system..." "...patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..." H3 other text : device still in-situ.

Manufacturer narrative:
The reported event was confirmed via review of radiographic images provided. No product was returned to nuvasive for evaluation, as the devices remain in-situ. A review of manufacturing records was unable to be performed as the part and lot information of the devices involved in the event were not available. A definitive root cause was unable to be determined with the information provided; however, the patient's reported multiple falls may have been a contributing factor. There are warnings in the package insert that this type of event can occur. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial posterior cervical fixation procedure on an unknown date. Subsequently, the patient presented with a bilateral fracture of two screws on contralateral sides of the t1 vertebrae approximately one (1) year later. The patient reported suffering multiple falls prior to the visit. No revision procedure has been scheduled at this time. No additional patient impact was reported.